Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed and would not release, and it was no longer being recognized on the bus. This issue caused the entire drawer to fail. The drawer was only partially recoverable, and when attempted to open it, it clicked three times before requiring manual force to pull the drawer open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie failed, did not release and no longer recognized on the bus. The field service engineer (fse) found that main drawer 2.1 had a cubie failure, the cubie did not release, and the drawer was binding when attempting to open it. The retractor band was intact, and the motherboard (moab) fuse was functioning properly. The fse manually removed all cubies, cleared debris from the moab, and then reinserted the cubies. After reassembly, the drawer and cubies functioned properly. The issue was resolved by addressing the rail binding. The fse verified that the drawer was functioning properly in diagnostics. The system functioned as intended after the field service engineer repaired the device.